Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's current blood glucose was 405 mg/dl and at the time of incident it was 405 mg/dl. Customer also have blood glucose level 165mg/dl. Customer was trying to do bolus and was recently been hospitalized. Customer reported that insulin pump system had not been in use within 48 hours of reported high blood glucose event. The customer did experience any symptoms such as nausea a result of high blood glucose. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).